Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events o unk dates in 2004, 2007 and 2010 and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of four events reported for the same pt involving two separate products.